Manufacturer narrative:
The device was returned the manufacturer for evaluation. No bends or kinks were observed in the soft cannula. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in insulin delivery. No problem was found.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose levels (bg) exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the back. She attempted to lower his bg levels by delivering manual injections of insulin, and eventually decided to replace the pod with a new one. When the pod was removed, it was noted that the cannula appeared bent. Upon removal of the device, there was reported to be a small presence of blood at the pod site.